Event description:
It was reported that the external pulse generator shut off almost immediately after it booted up. A new battery was tried, but the generator did the same thing. It was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the external pulse generator shut off almost immediately after it booted up. A new battery was tried but the generator did the same thing. It is to be returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the device shuts off after booting. It was found that this was caused by the display being out of electrical specification. Analysis also found that the upper/lower cases, side bails and battery drawer were broken. The battery release and side bails were contaminated. The battery contacts were compressed and the side bails and ring were missing. The printed circuit board was out of mechanical specification; someone tampered with the solder joint chip. A detailed analysis was performed on the display assembly. This analysis found that the assembly mounting bracket was shorted. This short circuit was corrupting the address bus, which resulted in the behavior as reported, analysis confirmed the failure mode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the device shuts off after booting. It was found that this was caused by the display being out of electrical specification. Analysis also found that the upper/lower cases, side bails and battery drawer were broken. The battery release and side bails were contaminated. The battery contacts were compressed and the side bails and ring were missing. The printed circuit board was out of mechanical specification; someone tampered with the solder joint chip.